Event description:
It was reported the device exhibited a "no disposable" alarm. Closed clamp and removed cassette. Replaced cassette and powered pump on. Attempted to restart pump but alarm persists. Replaced cassette and opened clamp on tubing. Pump powered on and pump continues to alarm. Pump powered off. Instructed patient to call doctor for further instructions. Patient verbalized understanding and no further needs at this time. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided for h.2, and h.6. No product was returned. The investigation determined the most probable cause to be due to the keypad not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.